Manufacturer narrative:
The product was received on apr 25, 2016. The returned unit was received unopened. The seal remained intact and the tyvek, tray materials and shelf carton were not discolored. The battery pack and cover were deformed from becoming hot. The battery pack was opened and the batteries were deformed with several batteries having ejected the anodes. The remaining batteries also exhibited evidence of overheating and splitting open. Visual examination of the wiring circuit for presence of damaged wiring did reveal a condition that would have resulted in rapid battery discharge. Inspection of the device found a bare spot on the white power wire. This bare spot looks to have shorted out against the battery terminal. Inspection noted pinch marks where the wire had been pinched between the battery pack side wall and the battery terminal contact when the wire looped was installed. A device history records review was performed for part number 00-5150-475-00, lot 63254233. This device was manufactured and placed into inventory on feb 22, 2016. There were no relevant non-conformances, request for deviations (rfds), engineering change notices (cns) or other reported issues reported on this production lot. Since the device was still unopened and sealed inside the sterile tray this reported event occurred post manufacturing and is considered an out of the box event. No modifications or manipulation of the device was possible. The customers reported event was that the pulsavac battery pack had exploded inside the sealed container. This incident was confirmed in this investigation. The cause for the battery pack exploding was due to an electrical short in the battery pack. The electrical short was caused by one exposed electrical wire found in the battery pack. The white wire exhibited a bare spot in the insulation causing the wire to short out against the battery terminal. This continuous electrical short caused the batteries to overheat and the gases inside the battery caused the catastrophic anode ejection. Based on the information discovered in the investigation, the most likely cause for this event is an isolated manufacturing operator error during production. There are no recommended actions at this time; the severity and frequency do not warrant further actions. However, photographs of the returned device were forwarded to the product quality engineer for informational purposes only.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted, once the investigation is complete.

Event description:
It was reported by the hospital staff that the packaging was discolored and it appeared the battery had "exploded" in the packaging. The item was not used for any procedures and an alternate product was available for use.